Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 06-06mm amplatzer duct occluder ii was implanted in krichenko type c patent ductus arteriosus (pda). During a follow-up one month later, chest radiograph revealed the amplatzer duct occluder had become dislodged and had fallen out to the right pulmonary artery. There were no symptoms; no adverse health consequence on the patient, either. The amplatzer duct occluder will be removed percutaneously, followed by another pda closure procedure in the hybrid operation room. In the physician opinion, the amplatzer duct occluder became dislodged within a few days after the implant due to reasons caused by the patient's condition.

Manufacturer narrative:
Correction: d3. Additional information: an event of device embolization was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: d2. Additional information: d4, h2, h10.